Event description:
It was reported that the lead had dislodged due to twiddlers syndrome. Lead was explanted and replaced. Patient condition was fine.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.